Manufacturer narrative:
Additional information: d3 (MFR name and address), d4 (UDI#), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one partial suture. No needle was returned. The suture was returned broken in the barbed section with the loop end missing. It was reported that the thread broke. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: needle was detached. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: vlocm0023, vlocm0023 v-loc* 90 4-0 clr 45cm p12x12 (lot#a3a0232vfy); vlocm0023, vlocm0023 v-loc* 90 4-0 clr 45cm p12x12 (lot#a3a0232vfy); vlocl0316, vlocl0316 v-loc* 180 0 grn 30cm gs21x12 (lot#a4a2048vy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a joint replacement procedure, the four threads broke five minutes into the procedure, and the device was being applied to close the wound. The issue was resolved by switching to another suture to continue the procedure. There was no need for additional operations, and the patient outcome was reported as alive with no injury.